Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter pulmonic valve replacement procedure, during the removal of the pulmonic delivery system from the right pulmonary artery position, post implantation, the pulmonic delivery system nosecone interfered with an existing stent in the left pulmonary artery, and a piece of stent broke away. The stent was subsequently snared and retrieved.